Event description:
During a clinic follow-up, noise due to emi resulting in oversensing was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.